Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. Reported event of incorrect measurement was confirmed. Analysis of device image indicated incorrect measurement was due to sporadic and inaccurate cell impedance measurements, consistent with uncalibrated battery measurement data caused by code corruption. Upon receipt, the device was detected in back-up mode. The device went into backup mode after explant, which is consistent with exposure to extreme temperature. After the device was restored from backup mode, the device was found to be above elective replacement indicator (eri) level. Longevity assessment was performed, and implant duration has exceeded total projected longevity indicating normal battery depletion. Further analysis performed found no anomaly.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was noted to have exhibited premature battery depletion. The physician also alleged that the displayed battery longevity was incorrect. The pacemaker was explanted and replaced on (B)(6) 2023. No adverse patient consequences were reported.